Event description:
It was reported the patient presented after a magnetic resonance imaging (MRI). Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos) that caused brief pacing inhibition. Programming changes were implemented. There were no patient consequences.